Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. A tear was observed in the exposed portion of the cannula resulting in fluid leaking from the fluid path. This tear can be confirmed as the cause of the reported leaking during wear event.

Event description:
It was reported that the patient's blood glucose level rose to 432 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking during wear.